Event description:
Sales rep. Reports that: "pt showed symptoms of over drainage. X-ray taken to confirm a setting of 200mmh2o. Icp placed on pt to confirm neg pressure. Valve was clamped and subsequently, the pt showed a positive icp pressure".

Manufacturer narrative:
Codman has received the device for investigation. Upon completion of the investigation, a follow up report will be filed.